Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was attempting to deliver a bolus, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 176 mg/dl. During troubleshooting with the malfunction alarm was cleared and insulin delivery was able to be resumed. Tandem technical support, offered to review bolus history to verify if bolus prior to malfunction was delivered. Contact declined and stated customer will check pump bolus history post call.